Event description:
It was reported that this pacemaker system exhibited occasional pacemaker-mediated tachycardia (pmt). The rhythm appeared to have been successfully terminated by the device algorithm. The physician was informed. The pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that in addition to pmts, isolated farfield r-wave oversensing was observed on a scheduled transmission. The pacemaker remains in service.